Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the trocar was not sharp enough to puncture the patient. Additional time and tools were taken to create an opening for the suction kit to be used through. Per follow up via email on 22dec2020, although the entry point had to be cut instead of pierced, there was no harm to the patient.

Event description:
It was reported that the trocar was not sharp enough to puncture the patient. Additional time and tools were taken to create an opening for the suction kit to be used through. Per follow up via email on 22dec2020, although the entry point had to be cut instead of pierced, there was no harm to the patient. Per evaluation, it was found that the trocar was bent.

Manufacturer narrative:
The reported event was unconfirmed. Visual inspection noted one trocar was received. The trocar appeared to be very sharp with no abnormalities. This meets specifications stating the trocar point tip and all edges: shall be sharp, free of burrs, nicks and distortion, and bent points are not allowed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.